Event description:
This lead was capped and replaced due to loss of capture at 4.8 v at 1.5 ms on rv lead. Physician instructed on dependent patient to program output to 6.0 v at 1.5 ms. At that time device tripped eri. Decision was made to cap the lead, and change out the device. Also ra lead was undersensing, so the ra lead was also capped at device change out. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.